Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of (B)(4) fluid leak for the period of (B)(6) 2020 through (B)(6) 2022 related to date opened indicates that eight points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4) - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: opening and crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp opening on valve bond edge, under plug strap and two striated opening in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening sharp on valve bond edge, under plug strap side assessed as unidentified (tear) opening, two striated opening in the posterior side assessed as surgical damage, and an opening.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.